Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device was failing calibration. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was failing calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover bottom front corners cracked, rear case bottom front corners cracked, handles cracked, tube drive bent carriage block worn split nut, flange gripper wiper seal cracked, right iui contaminated and calibrated. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 24jan2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the front case/cover syringe. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was failing calibration. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional. E3 updated for third party servicer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover bottom front corners cracked, rear case bottom front corners cracked, handles cracked, tube drive bent carriage block worn split nut, flange gripper wiper seal cracked, right iui contaminated and calibrated. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the front case/cover syringe. A review of the device history record showed the device had a manufacture date of 24jan2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn 14000691 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was failing calibration. No additional information was provided. There was no patient involvement.